Event description:
Pt contacted (B)(6) to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further information is available at this time.

Manufacturer narrative:
Pt's right and left side were revised. The devices associated with this report were not returned. A complaint database search and/or a review of device history records were not possible as the necessary product/lot code combinations were not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis will be documented on wwcapa (B)(4) . Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers received that allege the patient suffered from elevated metal ion levels.

Event description:
**Update** (B)(4) 2012 - patient fact sheet was received, which identified part/lot information, doi for bilateral patient. The complaint and associated mdrs were updated. This file is being re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 3/3/2015 - medical records received. Dor updated. Patient revised to address pain. Upon revision, black-tinged fluid, gray stained synovium, and no evidence of bone ingrowth on the acetabular cup which was not grossly loose were noted. The information received does not change the MDR decision. This complaint was updated on: 03/25/2015.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 12/2/2014 - medical records received for the right hip. It has been determined that the previously received der was reporting revision of the left hip. Dor updated. Stem and sleeve added for elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 01/26/2015 - plaintiff's preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 02/12/15.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.